Event description:
The distributor reported on behalf of the customer that the 410-2000, cga, surefit ground pad was being used on 25jul2023 during a laparoscopic sigmoidectomy and ¿the product is placed on the right thigh. When the product is removed, a small burn is evident in patience, this coincides with the "fault" in the product.¿ the procedure was completed without an alternate device and there was no delay. After further assessment it was discovered the burn was 1st degree. "The burn would have been very superficial first-degree, but it was red and exactly matched the defect on the product. The surgeon was immediately informed, the next day when he visited me he told me that he had almost nothing and that he had not needed to use any treatment or supplies, the patient was discharged without presenting any news about the event." There was no prolonged hospitalization for the patient. Clarification of what was meant by "fault" was "we call it a flaw or defect, since you can see a small superimposed line, like a manufacturing defect, it is not completely smooth, the surface has a small fold on it." The site was prepped per "the site where the product is colocated should be as close to the surgical field, a place where there is muscle mass, dry, without much hair and checking that there are no skin lesions." The application site was dry and the product was fully adhered. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one 410-2000 in original opened package. Lot number was verified. Performed a visual inspection, there was a line visually seen within the pad, no abnormalities or defects were confirmed. The complaint is inconclusive due to the ground pad becoming dry and unable to functionally inspect. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 13 reports, regarding 13 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: do not open package until ready to apply pad to skin. Inspect the pad and cable. Do not use if product is expired or apparently damaged. Check expiration date on package. Additionally, the IFU states to always use the lowest power settings to achieve the desired surgical effect. We will continue to monitor for trends through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device not yet received.

Event description:
The distributor reported on behalf of the customer that the 410-2000, cga, surefit ground pad was being used on (B)(6) 2023 during a laparoscopic sigmoidectomy and ¿the product is placed on the right thigh. When the product is removed, a small burn is evident in patience, this coincides with the "fault" in the product.¿. The procedure was completed without an alternate device and there was no delay. After further assessment it was discovered the burn was 1st degree. "The burn would have been very superficial first-degree, but it was red and exactly matched the defect on the product. The surgeon was immediately informed, the next day when he visited me he told me that he had almost nothing and that he had not needed to use any treatment or supplies, the patient was discharged without presenting any news about the event." There was no prolonged hospitalization for the patient. Clarification of what was meant by "fault" was "we call it a flaw or defect, since you can see a small superimposed line, like a manufacturing defect, it is not completely smooth, the surface has a small fold on it." The site was prepped per "the site where the product is colocated should be as close to the surgical field, a place where there is muscle mass, dry, without much hair and checking that there are no skin lesions." The application site was dry and the product was fully adhered. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.